Event description:
Admitted to hospital for ICD battery change due to end of life for battery. Rv lead was not working so was capped and new lead inserted. Pt aware that this was possibility if found defective. Lead also believed a part of recall. Please reference MFR report# 2938836-2014-09710.